Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the foot plate may have been missing from angio-seal device. Physician deployed the angio-seal, however when he pulled back prior to pushing the tamper tube forward, the device completely withdrew from the arteriotomy. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. H6 - results - 3252 is based upon evaluation of user facility information & the returned sample; 213 is based upon dimensional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The sheath was returned mated with the carrier tube assembly. The tamper tube and a small piece of collagen were returned separately as well. The deployment sleeve of the carrier tube was in the full rear lock position with colored bands fully exposed. The tamper tube was removed from the main device and returned separately. A slight bend could be noted on the tube. The end of the suture was inspected under the microscope and based on the uniform nature of fibers at the broken end, it appeared to be cut manually with a blade below the clear shrink mark. A small piece of the collagen was returned separately. There was no anchor returned. The overall condition of the device appeared to be consistent with performance of all deployment steps. Then, the cap of the device was dissembled, the tensioner was removed manually. The suture was found to be tethered to the spool and there were no turns of suture remaining on the spool. No other visual anomalies were noted. For dimension testing, the outer diameter of the tamper tube was measured and found to be 0.059'' and which was within the specification of 0.060" +0.02/-0.02. All measurements were within the manufacturer specification. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that forceful resistance may have caused over tamping. Over tamping of the collagen has been known to cause anchor detachment or collagen tearing which may have led to the reported event. However, the exact cause of the reported event cannot be determined based on the available information.